Event description:
When the sponge packaging was first opened, the data matrix tag (dmt) label adhered to the sponge was loose at the edge and torn with a small piece missing. The other sponges in the package had no defects. The outer and inner packaging was intact and showed no evidence of damage or break. There was no patient exposure. The problem was discovered by surgicount medical education specialist during an education training session (non-patient care) at the hospital, (B)(6), on (B)(4) 2012.

Manufacturer narrative:
Investigation is in process. Follow-up report to be sent. This issue occurred during an educational session (non-patient care), so there was no patient exposure.